Manufacturer narrative:
B5-additional information: the surgeon also reports blurred vision. Reportedly, the patient's acd was calculated and entered incorrectly, however the remaining refraction is still not explainable. The lens was a 13.2mm micl13.2 implantable collamer lens, implanted into the patient's right (od) eye. H6-lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5-updated information: on (B)(6) 2020 the lens was exchanged. Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in a vial, in liquid. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Unk. Product code: unk; esubmitter software does not allow for unknown entry. Model# -unk. Device date-unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's eye on (B)(6) 2020. The surgeon reports refractive surprise. Attempts to obtain additional information have not been successful.